Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with meter readings reported as ¿high¿ despite multiple infusion site changes using the inset infusion set, with no observed leaks, air bubbles, or kinks, and no concurrent illness or new medications. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting, and shipment of replacement infusion supplies. Investigation included complaint handling, product technical review based on user feedback, and guidance to perform a supervised supply change when the user calls back. Investigation of this case revealed that the cause of the hyperglycemia remained undetermined, with no confirmed device or infusion set malfunction identified from the information available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.